Event description:
Caller reported tandem mobi pump shutdown unexpectedly and leds were not blinking. Customer mentioned blood glucose level is currently ¿high¿; although specific value was not provided. Reportedly the customer intended to speak with their healthcare professional/visit the emergency room.  However, tandem technical support followed up with the customer multiple times and no response was received; therefore, tandem is unable to clarify if medical intervention was required for the issue.